Manufacturer narrative:
.

Manufacturer narrative:
Date received by manufacturer - corrected data: the " date received by manufacturer" field on follow-up report # 1 was inadvertently left blank. The date should have been (B)(4) 2012.

Event description:
It was reported through clinic notes received on (B)(4) 2012 and dated (B)(6) 2012 that the patient has had an increase in her depression as well as some thoughts of suicide on two occasions. Attempts for additional information have been unsuccessful as the physician no longer sees the patient. No follow up physician is known at this time. Attempts for implant information have also been unsuccessful to date.

Manufacturer narrative:
Describe event or problem - corrected data:information regarding the stressors in the patient's life was inadvertently omitted from the initial MDR. These are included now as they may have played a role in the patient's depression.

Event description:
The clinic notes also mentioned that the patient feels neglected by her husband and has numerous stressors in her life. It is unclear at this time if these issues are related to her increased depression and thoughts of suicide.